Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a case, after the surgeon prepped the hole in the bone using the correct punch, the bio-composite corkscrew broke on insertion. Since the anchor had attained its intended purpose of use, it was used as it was. Follow-up investigation: broken top portion of the anchor was retrieved. The remaining portion of the anchor was left in the patient as surgeon felt it was secure for the purpose intended.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. A small portion of the broken screw was returned, not enough to make a determination of the cause of the event. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a case, after the surgeon prepped the hole in the bone using the correct punch, the bio-composite corkscrew broke on insertion. Since the anchor had attained its intended purpose of use, it was used as it was. Follow-up investigation: broken top portion of the anchor was retrieved. The remaining portion of the anchor was left in the patient as surgeon felt it was secure for the purpose intended.